Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photo note the reload was fully fired. Staple pushers were visible at the 0cm cut line. Visual inspection of the cartridge revealed that the reload was fully fired. Staple pushers were depressed on the proximal end of the channel cartridge. The anvil clamping mechanism was deformed. The reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, when the surgeon was manipulating stapler to get proper placement for stapling the stomach, they closed down on tissue but there was no green button to push in order to fire. There was no tissue range chart upon clamping. Staples looked like they were deployed at the distal end and can be visibly seen the pusher bars at the distal end. They had to open another reload to resolve the issue in order to complete the case. There was no patient injury. Initial evaluation of the incident device found the reload was fully fired. Staple pushers were depressed on the proximal end of the channel cartridge. The anvil clamping mechanism was deformed.